Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg would not turn off. The test access label was missing. The hanger was cracked. The main printed circuit board (pcb) was contaminated. The upper and lower case halves, one control knob, the main seal, liquid crystal display (lcd) flex and keypad were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to turn off and that the power button was not prompting the device turn off option. The epg returned into service. There was no patient involvement.